Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, sections of the valve¿s leaflets had been removed. Green and white multifilament sutures remain attached to the sewing ring. All leaflets were in the closed position, and stiff but slightly flexible. Tissue deterioration due to mineralization was observed on all leaflets. A large tear observed in the right cusp adjacent to the right non-coronary commissure may be associated to host tissue infiltration (consistent in appearance with historical events) but increased in size during explant. Per the clinical observation, histopathology samples appeared to have been excised from all leaflets. A large tear was noted in the right non-coronary commissure. The non-coronary left and left right commissures were intact. The inflow orifice area was slightly reduced due to glistening off-white pannus covered the sewing ring on the inflow, over the tissue and base stitching adjacent to all cusps, to the inflow margin of attachment, into all inferior coaptive areas, and 1 to 4 millimeter (mm) onto all cusps. Pannus covered the backs of all stent posts, extending to the outflow rail adjacent to all cusps, with pannus on the left and right outflow rails extending over to the outflow margins of attachment. The mineralization appeared vegetative, which is suggestive of healed endocarditis. It was reported that the histopathology performed at the facility confirmed the endocarditis; however, the details of the histopathology results were not provided to medtronic. Radiography showed mineralization in all leaflets and both right non-coronary and non-coronary left commissures. The device history record was reviewed and showed that this product met all manufacturing and sterilization specifications (raw materials, manufacturing time period, packaging and labelling, or sterilization load) for product released for distribution. No issues were identified that would have impacted this event. Based on the received information and the returned product analysis, the observed calcification could have caused the cuspal tear, and pannus overgrowth could have caused the immobile leaflet. Infective endocarditis complaints that occur greater than 12 months post-implant are largely considered to be community acquired; therefore, it is highly unlikely that the endocarditis in this event originally came from the device or valve-manufacturing process.

Manufacturer narrative:
Histopathology of the valve confirmed the diagnosis of chronic valvular endocarditis based on the presence of an inflammatory reaction in the base of the non-coronary leaflet and the finding of myriad ¿entombed¿ coccoid bacteria associated with all cusps. As described, these bacteria were positive not only in the gram and the gms stain, but also in the von kossa stain. This unusual finding was interpreted as a consequence of the antibiotic treatment of the patient where the initially-adhered bacteria succumbed to dystrophic calcification and were preserved at the site. It also was noted that there was no acute reaction in form of neutrophil-rich thrombus.

Event description:
Medtronic received information that this bioprosthetic valve was explanted three years post-implant due to pannus on both the inflow and the outflow, and a tear or tears in the leaflets. It was reported the patient had infective endocarditis. The valve was replaced with another manufacturer¿s tissue valve. A portion of an explanted valve cusp was excised for histopathology testing at the facility, which confirmed the endocarditis. Three months prior to the explant, an echocardiogram revealed mild-to-moderate stenosis and regurgitation. The patient exhibited heart failure symptoms, and cardiac murmur was noted. The physician suspected the tear may have occurred before the infection/endocarditis, and that the endocarditis worsened the tear. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information, including histopathology results, has been requested. The valve has been returned for analysis. A supplemental report will be submitted if additional information is received or upon completion of analysis. (B)(4).